Event description:
Sales rep reported the patient complained of low back pain approximately 19 months post-op from a laminectomy procedure. While performing a revision, the surgeon discovered a broken screw. Radiographic images confirmed a non-union. Broken device was removed and replaced with new hardware.

Manufacturer narrative:
No definitive conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.